Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, battery tube threads, cracked reservoir window, missing end cap sticker and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that she received a button error alarm. The customer's blood glucose was 31 mg/dl at the time of incident. The customer's blood glucose was 163 mg/dl at the time of call. The customer stated that she treated the low blood glucose with juice and food. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.